Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed myopotential noise on the right ventricular (rv) channel resulting in pacing inhibition for more than two seconds. The device was reprogrammed from unipolar to bipolar which resolved the issue. No surgical intervention is planned and the patient will be monitored. No adverse patient effects were reported. The device remains in service.